Manufacturer narrative:
It was reported that error code 1007 (vent inop) appeared on the screen. The alarm was continuous. Upon further review of this event, it no longer meets reportability requirements as the event occurred during testing.

Manufacturer narrative:
B4:(B)(6)2021 although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported that the screen is black. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The problem occurred during the test. The authorized service personnel (asp) replaced the data acquisition board to address the reported problem.